Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A video was attached to the complaint system. After a visual inspection the issue reported was confirmed. A visual inspection was done in accordance to procedure. The balloon was found with a pinhole on the tip near the air duct. According to the visual inspection of the video the condition reported could not be produced in the manufacturing process since this component is a purchased item and during packaging of the product there is not a condition that may contribute to the reported incident. However in previous evaluations with the same failure mode, the supplier of this component sent a report explaining that as part of their investigation trying to reproduce the reported condition a testing on similar balloons was conducted and the results indicates that takes more than three times the specified inflation amount in order to replicate this type of burst. It seems that this unit was either over inflated or was in contact with a sharp object causing this failure. The inspection under magnification did not reveal any molding issue. Corrective action was not provided by supplier because it was determined that the observed failure mode did not result from the manufacturing process. All finished goods were released for shipment in accordance with the suppliers documented final product disposition/release procedure and covidien certification requirements. This includes the requirement that all nutriport are 100% leak tested twice prior to shipment. The supplier will continue to monitor complaints for recurrence of this issue. Per the instructions for use (IFU) contained with each nutriport kit, exact balloon life cannot be predicted. Generally silicone balloons last between 1-8 months, but the life span of the balloon varies according to several factors, which may include medications, balloon fill volume, gastric ph, and tube care. The production personnel were notified about the reported condition. An audit was performed to our supplier with acceptable results. In an effort to improve product quality and patient safety a corrective and preventative action (CAPA) was opened to investigate the failure mode reported. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that after lunch on (B)(6) 2016, the patients mother was going to change the patients diaper when she realized that the nutriport was out of the patient's cavity. The mother tried to re-introduce the balloon but before re-introducing it, the mother tested the device. When she tried to inflate the balloon, she realized that the balloon was losing water. She reviewed the device twice and noticed it had ruptured. The balloon could not be re-inserted because the stoma had closed. The patient is a (B)(6)old boy whose main diagnosis is pericardial effusion, endobronchitis and pneumothorax. As a result of the event, the patient required a re-intervention. There was a prolonged hospital stay and there was tissue damage due to the stoma closure.

Manufacturer narrative:
Based on additional information received from the initiator, the complaint description has been updated accordingly. Was updated from "it was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that after lunch on (B)(6) 2016, the patient's mother was going to change the patient's diaper when she realized that the nutriport was out of the patient's cavity. The mother tried to re-introduce the balloon but before re-introducing it, the mother tested the device. When she tried to inflate the balloon, she realized that the balloon was losing water. She reviewed the device twice and noticed it had ruptured. The balloon could not be re-inserted because the stoma had closed. The patient is a (B)(6) boy whose main diagnosis is pericardial effusion, endobronchitis and pneumothorax. As a result of the event, the patient required a re-intervention. There was a prolonged hospital stay and there was tissue damage due to the stoma closure". To report "the customer states that the device was inserted on (B)(6) 2016. The customer reported that after lunch on (B)(6) 2016, the patient's mother was going to change the patient's diaper when she realized that the nutriport was out of the patient's cavity. The mother tried to re-introduce the balloon but before re-introducing it, the mother tested the device. When she tried to inflate the balloon, she realized that the balloon was losing water. She reviewed the device twice and noticed it had ruptured. The stoma was closed by the doctor and started oral nutrition. There was no tissue damage. The patient had to spend two more days in the hospital".

Event description:
The customer states that the device was inserted on (B)(6) 2016. The customer reported that after lunch on (B)(6) 2016, the patients mother was going to change the patients diaper when she realized that the nutriport was out of the patients cavity. The mother tried to re-introduce the balloon but before re-introducing it, the mother tested the device. When she tried to inflate the balloon, she realized that the balloon was losing water. She reviewed the device twice and noticed it had ruptured. The stoma was closed by the doctor and started oral nutrition. There was no tissue damage. The patient had to spend two more days in the hospital.